Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-12157. It was reported that positioning issues and aortic rupture occurred. The procedure was indicated due to ventricular extrasystoly (ves). An intellamap orion¿ catheter was used first in the right then the left outflow tract. The left sided evaluation was done via retrograde access through the aorta. To cross the aortic valve, he user had to bend the intellamap orion¿ catheter. This maneuver was done several times until the intellamap orion¿ passed the valve. During this maneuver, the intellamap orion¿ was kinked and the steering mechanism broke. An injury to the internal aortic wall may have occurred; however, there was no effect on the patient's blood pressure. The ves origin was found underneath the aortic cusp. The ves was ablated with an intellatip mifi oi temperature ablation catheter. When moving the catheter to reach the earliest activation, the catheter flipped from underneath the cusp into the aorta. Within a minute, the patient's blood pressure decreased dramatically. The patient had to be "punctured and reanimated". The heart surgeons found an aortic rupture between the aortic cusps that was able to be patched. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the intellamap orion¿ was removed after mapping was completed and was not inside the patient at the time the perforation occurred.